Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The controller, power supply, backplane, high voltage cable assembly, and the cover were replaced. The system is operating as intended.

Event description:
The customer reported that an x-ray error was detected on the 6800 system. No pt injury was reported.